Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the monitor board was provided. The customer's report was confirmed and attributed to a faulty integrated circuit on the monitor board. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer's report was observed at zoll medical australia and the monitor board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device takes approximately 30 seconds to one minute to power on. Complainant indicated that there was no patient involvement in the reported malfunction.